Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the finger stick hurt the patient, and he bled quite a bit. No medical treatment required. No accidental needle stick occurred. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).